Event description:
It was reported that patient awoke in recovery after abdominal surgery. She was aware that she in pain from her skin underneath the bandage. It was burning and extremely itchy. Upon dressing removal by a nurse it was reported that the patient had a skin reaction similar in appearance to a burn.